Event description:
Per the patient, on (B)(6) 2012, the patient experienced static and pain with device use. The equipment was removed from service, and the issue was resolved by exchanging equipment. The implanted device remains.

Manufacturer narrative:
Correction: the correct serial number is (B)(4).

Manufacturer narrative:
(B)(4).